Event description:
It was reported that the distractor was missing a piece. It is not known how or when it got broken. It was not used in a procedure and there was no known patient involvement.

Event description:
This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. No irregularities were found during the device history record review. The product evaluation visual inspection revealed that the thumbscrew assembly and securing screw were missing from the distractor. It is not possible to conduct a full investigation to establish the exact cause of why the thumbscrew assembly was missing because all the parts were not returned. Therefore, we conclude this complaint to be indeterminate.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Actual event date not known. This is report 1 of 1 for complaint (B)(4). Placeholder.